Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq pump software was possibly stopping insulin delivery. Additionally, it was reported that the customer experienced difficulty performing the loading process and experienced fill resistance while filling a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.